Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under possible adverse events, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is 2 of 2 mdrs reported for this event (reference 1825034-2015-03420 and 03855).

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to implant fracture. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information was received in patient's medical records, revealing the patient underwent an initial right total hip arthroplasty approximately 38 years ago with competitor product. Subsequently, a revision procedure was performed approximately 18 years ago, during which the competitor acetabular component was replaced. An operative report dated (B)(6) 2007 reveals a revision procedure was performed utilizing zimmer biomet components due to fracture of the competitor femoral component. The operative report notes extensive osteolysis and wear of the acetabular liner. An osteotomy was performed and repaired utilizing cerclage cable and reconstruction of the femur was completed with graft material. During the procedure, orthopedic salvage system components were implanted. An additional operative report dated (B)(6) 2014 reveals a revision procedure was performed due to fracture of the femoral component. Operative report notes the use of a burr to separate the middle and distal components of the modular system after several decoupling attempts were unsuccessful. The middle and distal components were removed and replaced.